Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. "Instradent USA inc. In telephone contact, the dentist confirmed that he did not have any information about neither the case, the surgical procedure, nor about the product.

Event description:
(B)(4) - the dentist reported the non-osseointegration of the dental implant. In telephone contact, the surgeon reported that he made the complaint after accumulating implants lost during his professional life and, therefore, had no information about the patient, surgical technique or product batch.